Manufacturer narrative:
The device is expected to return for investigation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a tego® connector where a long air bubble (3-5 cm) was detected in the arterial blood tube approximately 10 cm after the catheter connection. It was reported that the hospital staff have also noticed a sound from the tego during flushing. Taurolock was being used at the time, as well as unspecified syringes (with and without a luerlock), blood tubes and vacutainer. The device was replaced with no further problems encountered. There was patient involvement, no adverse event, no blood loss and no medical intervention required. This report reflects the second of three incidents.

Manufacturer narrative:
Received one new list# d1000 tego connector on (B)(6) 2019 in (B)(6). As received, no damage or anomalies were identified. Tego pressure and vacuum leak testing was performed. No leakage was identified. The reported complaint could not be confirmed. A device history review (DHR) for lot# 3795768 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.